Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, he is experiencing a difference in color recognition between his eyes. His fellow eye has a lens produced by a different manufacturer. The lens implanted in this eye has a blue filter and the consumer wondered whether this could contribute to his color perception differences. The reporter did not provide any contact information for his health care provider; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. The reporter did not provide any contact information for his health care provider; therefore, follow up was not able to be conducted. (B)(4).